Event description:
It was reported that this was an arteriotomy closure of a heavily calcified right common femoral artery using a proglide device after a transcatheter aortic valve repair (tavr) procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with seven proglide devices. Two proglide devices were then used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are being filed under a separate medwatch reports.